Event description:
A malfunction alarm with code malf 0 was reported, but no notable events occurred before the issue, and it did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the malfunction code did not reappear after the reset. The customer was advised to continue using the pump and to contact technical support if the issue recurred.